Event description:
The procedure had 3 access sites in same vein. The user used perclose to close the 1st (most superior) access site which did not successfully close the access site. User decided to use vascade mvp on the 2nd most distal access site. The user exposed the collagen and clipped it. The user then moved on to the 3rd most distal sheath and used a perclose device on that access site, while the vascade mvp was allowed to dwell. After closing the third site, the user came back to the 2nd site which utilized the vascade mvp. The user stripped the collagen but when the user attempted to collapse the vascade mvp disc and remove the device, it would not come out of the vessel/tissue tract. Vascular surgery was consulted and a cut down was performed. It was found that the most distal perclose device sutured the vascade mvp disc into the vessel/venotomy site. This was repaired via cut down.

Manufacturer narrative:
The device was unable to be investigated because it was not returned to cardiva medical, inc. Conclusion: the reported event is not related to a device malfunction as the device was used contrary to the instructions for use which state not to use with a permanent suture device. The issue was corrected with surgery.